Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference pr(B)(4).

Event description:
An angiodynamics executive sales manager reported an issue with a 1.5mm auryon catheter. He was present for a cto of the sfa and pop atherectomy procedure for a lesion approximately 30cm in length. The 1.5mm catheter was used with a terumo destination sheath from above and a terumo slender sheath from below for a pedal approach. The tip of the catheter was always on the .014 wire, that was pushed back into the sheath above. They did the procedure thru pedal access, but the case was started with up and over so there were 2 sheaths inside the patient. During the case there was an issue with the slender sheath. At the time, the treating physician thought a piece of the sheath had broken off due to a stent that had been placed. When pulling back on the slender sheath, there was some resistance encountered against the stent. The sheath was removed and a larger 5/6 slender sheath was attempted to be placed, however it was not able to be used. It was at that time, the physician realized something had fractured off inside the patient, and assumed it was a fragment of the slender sheath due to the resistance against the stent. The procedure was completed, using the 1.5mm catheter with no noted issues with the catheter. The catheter lase time was 5m/13 s at 50j/m. The catheter was given to the sales manager for evaluation. Later, when packaging the catheter to return to angiodynamics for evaluation, the sales manager noticed the tip was missing from the catheter. The tip was noted to be pushed up inside the sheath. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a 1.5mm auryon laser catheter. The 1.5mm catheter device arrived with no inner or outer blade (stainless steel tubes) as detailed in event description, i.e. Tip detached was confirmed. The rfid tag was read and catheter working time observed to be 333sec (5:33min) at 50mj/mm2 and 0sec at 60mj/mm2. The catheter had worked for a long period of time, which can make the catheter fibers more prone to degradation if held in one location. No manufacturing non-conformances were observed during catheter sample evaluation. The customer's reported complaint description of catheter tip detached was confirmed. The likely root cause of tip detachment is degradation of fibers at the tip; likely related to handling damage during use of the catheter. The 1.5mm catheter used in the procedure was 68x100um version. The 1.5mm catheter has been upgraded to 126x70um version, which is a more robust design regarding degradation of fibers/tip detachment. No manufacturing non-conformances were observed during sample evaluation. The working time of the catheter was 333sec at 50mj/mm2 and 0sec at 60mj/mm2. A review of the distribution records was performed for the reported catheter lot number 45275 for any deviations related to the reported failure mode of the complaint. The review confirms that the catheter met all packaging performance specifications; i.e. No ncr written. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. If the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . If the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . Ask the laser operator to raise the fluence to the 60mj/mm2. Activate the laser and try again to advance the auryon catheter through the lesion . If the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . If the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).